Manufacturer narrative:
Patient information was unavailable from the site. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
A site representative reported that, while in a procedure, the navigation system became unresponsive three times during the procedure. It was noted that the display on the navigation system was distorted, however further details were not provided. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: medtronic received information that the reported issue occurred in a craniotomy. There was a reported delay to the procedure of less than 1 hour due to this issue. Patient demographics provided. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the hard drive of the computer had bad sectors.